Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. Visual inspection was performed. No leakage was observed. The plunger rod was pushed down finding saline leaking through the middle /center of the tip cap, where the stem is. The tip cap was removed and analyzed under the microscope. Mold n45 cavity 49. No damage was observed under the microscope, however, by moving the tip cap stem it is possible to notice the saline leakage. Tip caps from the mold n45 were taken and inspected by assembling them in a syringe, performed a functional test, not finding any problem. There could have been an issue during the tip cap assembly process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked past the cap before use, and was found after opening up the packaging. This occurred on 7 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the white cap leakage was found after opening the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked past the cap before use, and was found after opening up the packaging. This occurred on 7 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the white cap leakage was found after opening the package."